Manufacturer narrative:
(B)(6). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the distal right coronary artery with one xience v stent. On (B)(6) 2010, the patient experienced angina that required an angiogram and revascularization in the index lesion with balloon angioplasty and the implantation of a promus stent. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.